Event description:
This report summarizes two malfunctions. A review of the reported informations indicated that model rf310f vena cava filter allegedly experienced tilt, perforation, difficult to remove and detachment. This information was received from various sources. Both malfunctions were involved patients with no known impact to the patients. Two female patient ages were ranged from 40 to 69 years old. Weight of one patient was reported as 172 pounds but the other patient weight was unknown.

Manufacturer narrative:
H10: the lot number for the devices were not provided and a lot history review could not be performed. The devices were not returned for evaluation; however, medical records were provided and reviewed for both malfunctions. Image was provided and reviewed for one malfunction. For one of the two reported malfunctions, the investigation is confirmed for perforation of the inferior vena cava and filter tilt. However, the investigation is inconclusive for filter limb detachment, therefore trending device code a0501 was added. The remaining malfunction is confirmed for the perforation of the ivc and filter tilt, retrieval difficulties. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. H11: h6(result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the devices were not provided and a lot history review could not be performed. The samples were not returned to the manufacturer for inspection/evaluation. The investigation was confirmed for the perforation of the inferior vena cava and filter tilt, retrieval difficulties and inconclusive for filter detachment. Based upon the available information, the definitive root cause for this malfunctions were unknown. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported informations indicated that model rf310f vena cava filter allegedly experienced tilt, perforation, difficult to remove and detachment. This information was received from various sources. The malfunctions involved patients with no known impact to the patients. Both were female patients; one patient was (B)(6) years and weighed (B)(6) lbs. The age and weight of second patient was unknown.